Manufacturer narrative:
(B)(4). An adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/ interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device was discarded at facility. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® dryseal flex introducer sheath. After stentgraft implantation, access angiography revealed a dissection in the right external iliac artery. As a treatment, smart stent (8mm x 6cm) was implanted and the procedure was completed. The access site/ the right external iliac artery was tortuous and it was difficult to insert a wire, so a pull-through technique was used to pass through a wire. It is unknown when the dissection occurred. According to fsa, a dissection possibly occurred either when a stiff-wire was inserted or when a 6 fr sheath dilator was inserted, however, not determined by the physician.